Event description:
From staff: rn inserted the IV in pre-op. The IV/tubing was leaking lactated ringers (lr) IV fluid. Rn disconnected and reconnected the tubing from the IV hub multiple times and it continued to leak lr from the IV hub. In replacing the IV tubing, the leaking lr was resolved.